Event description:
It was reported that an implantable cardioverter defibrillator was explanted due to patient having vegetation growth leading to blockage of proper blood circulation. No additional adverse patient effects were reported.